Manufacturer narrative:
Analysis of the returned device indicated that visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached was not returned however it would have measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley and proceeded to the second proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 2 distal teeth while moving in a ccw direction which resulted in the observed break. There were no signs of misuse or mishandling. There was no evidence of concentricity issues or bends in the outer tube and inner shaft. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported via a manufacturing representative (rep) that there was a problem with a broken blade that they had. It was noted that the tip was broken intra-operatively. There was no patient injury and was not reprocessed and reused.